Event description:
It was reported that during surgery, the red plastic sheath of the long hip pear bur snapped in two. It was further reported that when the auger bur was used, the blade insert snapped in two. Both of these units were discarded and will not be returned. The surgery was completed using other units. There were no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.